Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2021, d.10. Device available for evaluation? Yes d.10. Returned to manufacturer on: 2021-09-01 e.4. The initial reporter also notified the FDA on august 2021. Medwatch report # 0700070000-2021-8011 g.3. Report source other: medwatch report investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Upon inspection of the unit, it was observed that the extension tubing was ballooned confirming your reported defect. The IFU states a maximum power injector pressure limit setting of 300 psi. Exceeding specification can result in the ballooning of the extension tubing. Ballooning of tubing may also occur if there is an obstruction or kinks in the tubing during pressure injection. A microscopic inspection of the extension tubing was performed, no obstruction was found. As no obstructions were located, kinking of the tubing or exceeding the rated pressure remain as potential root causes both of which would be user related. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 20 ga x 1 in single port tubing ballooned. The following information was provided by the initial reporter: it was reported that the tube ballooned out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20 ga x 1 in single port tubing ballooned. The following information was provided by the initial reporter: it was reported that the tube ballooned out.